Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device found abnormalities. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure, a faradrive steerable sheath clear was successfully prepared for the procedure, and when forward flushing was performed, no abnormalities were observed. However, when the sheath was aspirated with saline, a large component of air was drawn into the sheath tubing. Troubleshooting consisted of additional forward flushing, aspiration, light agitation of the proximal sheath, and manipulation of the sheath 3-way stopcock but the issue remained. Subsequently, the sheath was replaced, and the procedure was completed successfully. There were no patient complications reported. The device was received for analysis.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure, a faradrive steerable sheath clear was successfully prepared for the procedure, and when forward flushing was performed, no abnormalities were observed. However, when the sheath was aspirated with saline, a large component of air was drawn into the sheath tubing. Troubleshooting consisted of additional forward flushing, aspiration, light agitation of the proximal sheath, and manipulation of the sheath 3-way stopcock but the issue remained. Subsequently, the sheath was replaced, and the procedure was completed successfully. There were no patient complications reported. The device was received for laboratory analysis, and the investigation is still in progress.